Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 42 mg/dl. Reportedly, the customer entered incorrect values when requesting a bolus and delivered a larger bolus than needed. Customer was treated with intravenous fluids of b10. At the time of the report to tandem technical support (cts) the customer was still admitted to the ICU. Reportedly, customer continued to use the pump for insulin therapy. Multiple follow up attempts were made by cts to obtain additional information; however, a response was not received.